Event description:
It was reported that the manufacturing representative encountered 5 electrodes that where out of range in the implantable neurostimulator (ins). It was noted that the ins seemed to be the problem. It was noted they tried switching the leads and placing them in opposite ports and tested the leads in a multi-lead trialing cable (mltc) and the same 5 contacts showed out of range during the swap, but there were no impedance problems when tested in the mltc. It was noted that the ins was switched and all the contacts were within range. It was noted that the original ins was tried again and it seemed to work normally. It was noted that the original ins was implanted. It was noted that the problem resolved and the product implanted in the patient was operating as expected. Additional information received reported the impedances were run 8-10 times at different volt settings. It was noted that the same 5 electrodes were out each time. It was noted that when the leads were checked with the mltc, they were all in. It was noted that the ins was implanted and all the impedances were in. It was noted that the patient was receiving good stimulation.

Manufacturer narrative:
Product ID: 37714, serial# (B)(4), product type: implantable neurostimulator. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3555-31, serial# unknown, product type: screening device. (B)(4).